Event description:
Slow flow with vancomycin 2 g/ns 250 ml smart ez {se0175-250; lot: s8h02} and ceftriaxone 2 g/ns 100 ml smart ez {se0200-100; lot s8d33}; 100 ml, 200 ml /hr and smart ez 250 ml, 175 ml/hr.